Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he received a motor error and the insulin pump was rapidly going through batteries. The customer's blood glucose was 210 mg/dl. The motor error alarm occurred during a bolus delivery attempt. During troubleshooting, the customer stated he did not recall the insulin pump being exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer also stated that data had not been recording for the first eleven days in august. Troubleshooting could not be performed for this and the battery issue, due to the motor error alarm. Nothing further was reported.